Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the esc button is permanently pressed down and the device is alarming button error. He doesn't know his blood glucose level. Customer stated he pressed the esc button and it got stuck. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.